Event description:
It was reported that this implantable lead was explanted one month post implant due to helix issues. A new lead was successfully implanted. No additional adverse patient effects were reported.